Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with an unsigned note that stated, "volume is too low". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to improper calibration of the audible output of the piezo alarm transducer. If the output is not set to the proper frequency, then the audible output could be lower than expected. The cause of the improper calibration of the audible output of the piezo alarm transducer could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.